Event description:
The clinician reported that 12 days after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve primary stability or osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.